Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that perforation, pericardial effusion, cardiac tamponade had occurred. During the pulse field ablation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that after the physician went transeptal, the faradrive was advanced into the left atrium with no issue. The farawave and non-boston scientific device were inserted into the left atrium. Once the catheter was in the left atrium, the farawave appeared to have some defective electrodes that did not display egm's on one of the splines and the physician wanted to replace it for a new farawave. The farawave was replaced and the physician again went back into the left atrium with the ablation catheter and wire. There was a lot of tortuosity in the anatomy of the femoral vein and inferior vena cava (ivc). A bit of torque had built up on the wire and catheter as it was inserted and at one point the wire that was safely ahead leading the advancement of the catheter in the left atrium slid back inside of the catheter tip while advancing into the left atrium, resulting in the tip of the catheter impacting the tissue of the left atrial roof causing the perforation. Instantly a large effusion was seen on intracardiac echocardiography (ice), and the patient began to tamponade quickly. An emergent pericardiocentesis and surgical repair of left atrial roof was done. The patient was transferred to the intensive care unit (ICU) and was later brought to an operating room (or) for median sternotomy and to repair the perforation spot. Patient is stabilized and expecting to fully recover.